Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced intermittent fluctuating blood glucose (bg) levels ranging from 20 mg/dl to over 600 mg/dl. Reportedly, customer's health care professional adjusts the pump settings often. Customer delivered a bolus to stabilize elevated bg levels, and stabilized low bg's with juice. Customer stated that when bg level is low assistance is required in getting juice because "brain does not make sense" when bg's are low. Recommendation was made to discuss diabetes management with customer's health care professional.

Manufacturer narrative:
No product for this reported issue was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.